Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the remote manager continued to fail. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager continued to fail. A field service engineer found no failure on the screen and tested the remote manager in the hardware test application, with no problems found. The cable harness was inspected, and the micro switches in the latch were replaced. The repair was tested in the hardware test application, and the customer also tested the repair by doing inventory. The system functioned as intended after the field service engineer repaired the device.